Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. Additionally, the customer indicated that the dexcom receiver was turned on during a loss of connection issue between the transmitter and pump at time of report; however, the issue persisted after the dexcom receiver was turned off. No additional patient or event information was available. Reportedly, the customer replaced the transmitter.